Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's subclavian artery was initially treated for a lesion using an inpact av drug coated balloon on (B)(6) 2025. The lesion persisted at follow-up on (B)(6) 2025 and retreatment using a second inpact av drug coated balloon was required due to relapse of the lesion. No abnormalities were reported in relation to anatomy. No further patient injury reported.